Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 126 mg/dl at the time of the incident. Customer reported that the drive support cap appears normal. Customer stated that the pump had not been exposed to a high magnetic field to his knowledge. Customer also had a motor position encoder error alarm today. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus / basal delivery. Unable to confirm the motor position encoder error alarm due to the history file overwritten with alarms that were due to a corrupted history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.